Manufacturer narrative:
Summary memo on evaluation: type of test(s): send the returned product to the lab for sem (scanning electron microscope) imaging to verify sla (sand blasting with large grit and acid etching) type surface treatment was completed. Re-inspect hte returned product's dimensions to verify if the product meets its specifications. Results: see attached test data. As a result of a sem imaging, sla type surface treatment was copleted. As a result of a re-inspection, the product meets its specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. See additional pages.

Event description:
Products were returned as implant failure. Report stated that the pt has an insufficient bone quality; however, it also stated that the reason for implant failure is unknown.